Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer was performing a patient run on the integra 400+ and saw white smoke coming from the left rear of the instrument. They shut off the instrument immediately and unplugged it. The customer removed the top panel and the left side panel and did not see any evidence of charring. No fire was seen. The customer indicated that the issue was caught right when it occurred. The customer indicated a fan was placed in the laboratory to blow the smoke out of the laboratory. The customer indicated that one person in the laboratory was wearing a mask. On further follow up, the customer indicated that no one in the laboratory had any ill effects from the smoke issue. The field service representative found a faulty power supply. He replaced the power supply and performed diagnostic checks.

Manufacturer narrative:
The investigation could not determine a specific root cause. It is assumed that insufficient cooling or an unexpected failure of an electronic component was the cause. However, no further investigation could be performed as the affected part was discarded. On follow up with the customer, they indicated the instrument is working within specification now.